Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Microscopic inspection revealed the tip was perforated. A test guidewire was able to be inserted into the catheter with no indication of resistance in tracking over the wire being noted.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but failed to cross the lesion due to calcification. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition was stable. However, device analysis revealed tip perforation.